Event description:
It was reported that customer experienced large air bubbles and gaps in infusion set tubing between t: lock connection and patient while using autosoft xc infusion sets, which were noticed during normal insulin delivery rather than during setup. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing cartridge and infusion set tubing and then resumed insulin delivery, and technical support followed up by requesting and receiving cartridge lot numbers and updating internal records.